Event description:
A user facility reported that an lma-classic size 5, would not stay inflated during pt use. The lma was immediately removed and replaced with another lma. The puncture hole was found upon removal. There was no report of pt injury or problem. The customer also stated that they do not consider this to be a mfg defect. The device has been discarded and will not be returned for eval. No further info is expected.